Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger .product ID: 37791, serial# unknown, product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for failed back surgery syndrome and spinal pain. It was reported that the patient had persistent thermometer icon. They had a burning sensation at the pocket site. They noted this happened suddenly, only last night. Additional information reported on (B)(6) 2018 reported they received a programmer antenna instead of the recharger (insr) antenna that they needed. They confirmed that it took 3 hours to charge and their equipment got warm when charging. Additional information was received on (B)(6) 2018; the representative tried to figure out where patient's insr antenna was after patient claimed it had been sent to the wrong address. They mentioned that patient just needed a new insr instead of making the patient try to replace the antenna. They stated they would do it for the patient in the office but the patient had broken their leg and was still healing. No further allegations/complications were reported.

Manufacturer narrative:
The recharger antenna product ID: 37791 is not a reportable component of the system. After review it was determined that (B)(4) does not apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the burning sensation had occurred 3 hours before a full charge when they saw the antenna thermometer error message. To initially resolve the burning sensation the patient had moved the charger away from the implant. It was reported that the replacement recharger antenna resolved the burning/heating sensation. No further allegations or complications were reported.